Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to loss of atrial capture and sensing, and high atrial impedances. A chest x-ray confirmed an atrial lead fracture. A new ra lead was successfully placed. No additional adverse patient effects were reported.